Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure coils, or portions of them, were present in her uterus"), device expulsion ("essure coils, or portions of them, were present in her uterus / migration of essure device location of device: uterus"), genital haemorrhage ("abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 27-year-old female patient who had essure (batch no. 626975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2003, (B)(6) 2008), vaginal bleeding, cramp in lower abdomen, cholecystectomy and colonoscopy. Concurrent conditions included overweight, amenorrhea, testosterone increased, polycystic ovarian syndrome, adenomyosis, bowel movement irregularity, anxiety, uterine bleeding, uterine enlargement, purulent discharge, genital labial cyst, insulin resistance, vaginal yeast infection, vaginal discharge, urinary tract infection, constipation, vaginal itching and vaginal burning sensation. Concomitant products included clonazepam for anxiety, phentermine for obesity as well as colecalciferol (vitamin d3) since (B)(6) 2014, doxycycline and medroxyprogesterone acetate (provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 7 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain unbearable chronic pelvic pain, worse than labor pain /chronic severe pelvic pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse/ every time severe pain during intercourse)"), back pain ("severe back pain / back pain when not menstruating / chronic severe back pain"), dysmenorrhoea ("cramping that was worse than labor pain, with and without menstruation / dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches / chronic severe headaches"), abdominal distension ("bloating when not menstruating") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping that was worse than labor pain, with and without menstruation /severe pain and cramping") and menorrhagia ("heavy menstrual bleeding of long duration"). The patient was treated with surgery (on (B)(6) 2010 she underwent bilateral salpingectomy and on (B)(6) 2014 underwent total hysterectomy), surgery (on (B)(6) 2010 she underwent bilateral salpingectomy and on(B)(6) 2014 underwent hysterectomy) and surgery (underwent hysterectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, genital haemorrhage, dysfunctional uterine bleeding and migraine outcome was unknown, the pelvic pain, abdominal pain lower, dyspareunia, back pain, menorrhagia, headache, abdominal distension and fatigue had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, device breakage, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 209 lbs. Mr- three coils were noted in the cavity bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. (B)(6) 2009: hysterosalpingogram : impression: no free spillage of contrast media from either tube. (B)(6) 2010 : surgical pathology report : diagnosis: bilateral fallopian tubes, fallopian tubes segments (two), with lumina identified. Gross description: the specimen consists of two undesignated fallopian tubes. One is arbitrarily designated a and measures 5.6 cm in length x 0.7 ern in diameter. The serosal surface is red-blue with multiple serosal cysts measuring 0.1 cm in greatest dimension. A coil-shaped instrument is noted within the proximal lumen of the specimen. The serosal surface is inked black. Cut surface is tan-pink and unremarkable. Fallopian tube b measures 6.7 cm in length x 0.8 cm in diameter. Serosal surface is red-pink, smooth and glistening. The serosal surface is inked blue. Sectioning is tan-pink and unremarkable. A coiling instrument is not identified. (B)(6) 2014 : surgical pathology report : gross description: the right and left fallopian tubes exhibit metal coils consistent with intrauterine device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: pelvic pain(confirming daily pelvic cramping)". Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record abnormal bleeding was confirmed as: dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure coils, or portions of them, were present in her uterus"), device expulsion ("essure coils, or portions of them, were present in her uterus / migration of essure device location of device: uterus"), genital haemorrhage ("abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 27-year-old female patient who had essure (batch no. 626975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2003, (B)(6) 2008), vaginal bleeding, cramp in lower abdomen, cholecystectomy, colonoscopy, abdominal pain nos, ovarian cyst, rectal pain, migraine and headache. Previously administered products included for an unreported indication: terbutaline and dexamethasone. Concurrent conditions included overweight, amenorrhea, testosterone increased, polycystic ovarian syndrome, adenomyosis, bowel movement irregularity, anxiety, uterine bleeding, uterine enlargement, purulent discharge, genital labial cyst, insulin resistance, vaginal yeast infection, vaginal discharge, urinary tract infection, constipation, vaginal itching, vaginal burning sensation, obesity, multiple allergies, vaginal prolapse and uterine fibroids. Concomitant products included clonazepam for anxiety, phentermine for obesity as well as colecalciferol (vitamin d3) since (B)(6) 2014, doxycycline, medroxyprogesterone acetate (provera) from (B)(6) 2014 to (B)(6) 2014 and phentermine hydrochloride (phentermine hcl). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 days after insertion of essure. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain unbearable chronic pelvic pain, worse than labor pain /chronic severe pelvic pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse/ every time severe pain during intercourse)"), back pain ("severe back pain / back pain when not menstruating / chronic severe back pain"), dysmenorrhoea ("cramping that was worse than labor pain, with and without menstruation / dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches / chronic severe headaches"), abdominal distension ("bloating when not menstruating") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced gastrointestinal motility disorder ("trouble with bowel movement,can see a bulge/unable to empty completely") and limb discomfort ("has pressure when she stands"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping that was worse than labor pain, with and without menstruation /severe pain and cramping"), menorrhagia ("heavy menstrual bleeding of long duration/prolonged menstruation"), weight fluctuation ("weight fluctation") and constipation ("stays constipated"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral removal of fallopian tubes and underwent hysterectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, genital haemorrhage, dysfunctional uterine bleeding, migraine, weight fluctuation, constipation, gastrointestinal motility disorder and limb discomfort outcome was unknown, the pelvic pain, abdominal pain lower, dyspareunia, back pain, menorrhagia, headache, abdominal distension and fatigue had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, constipation, device breakage, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal motility disorder, genital haemorrhage, headache, limb discomfort, menorrhagia, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: (B)(6) . Mr- three coils were noted in the cavity bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2009: results: confirming full occlusion of fallopian tubes. Pathology test - on an unknown date: pelvic pain.specimen 1 received in formalin and designated ¿bilateral fallopian tubes¿ the specimens consists of two undesignated fallopian tubes. One is measuring 5.6 cm in length x 0.7 cm in greatest dimension. Fallopian tube b measures 6.7 cm in length x 0.8 cm in diameter. Serosal surface is red-pink smooth and glistening.. (B)(6) 2009: hysterosalpingogram : impression: no free spillage of contrast media from either tube. (B)(6) 2010 : surgical pathology report : diagnosis: bilateral fallopian tubes, fallopian tubes segments (two), with lumina identified. Gross description: the specimen consists of two undesignated fallopian tubes. One is arbitrarilydesignated a and measures 5.6 cm in length x 0.7 ern in diameter. The serosal surface is red-blue with multiple serosal cysts measuring 0.1 cm in greatest dimension. A coil-shaped instrument is noted within the proximal lumen of the specimen. The serosal surface is inked black. Cut surface is tan-pink and unremarkable. Fallopian tube b measures 6.7 cm in length x 0.8 cm in diameter. Serosal surface is red-pink, smooth and glistening. The serosal surface is inked blue. Sectioning is tan-pink and unremarkable. A coiling instrument is not identified. (B)(6) 2014 : surgical pathology report : gross description: the right and left fallopian tubes exhibit metal coils consistent with intrauterine device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: pelvic pain(confirming daily pelvic cramping)". Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record abnormal bleeding was confirmed as: dysfunctional uterine bleeding.,chronic pelvic pain,dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: follow up (4) and (5) processed together. Pfs+mr received : following events were added : weight fluctuation,stays constipated,trouble with bowel movement,can see a bulge/unable to empty completely.reporter information added.medical history and concomitant conditions added.historical drug added. On (B)(6) 2019: follow up (4) and (5) processed together.pfs received :concomitant product added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure coils, or portions of them, were present in her uterus"), device expulsion ("essure coils, or portions of them, were present in her uterus / migration of essure device location of device: uterus"), genital haemorrhage ("abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 626975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1998, (B)(6) 2003, (B)(6) 2008), vaginal bleeding, cramp in lower abdomen, cholecystectomy and colonoscopy. Concurrent conditions included obesity, amenorrhea, testosterone increased, polycystic ovarian syndrome, adenomyosis, bowel movement irregularity, anxiety, uterine bleeding, uterine enlargement, purulent discharge, genital labial cyst, insulin resistance, vaginal yeast infection, vaginal discharge, urinary tract infection, constipation, vaginal itching and vaginal burning sensation. Concomitant products included clonazepam for anxiety, phentermine for obesity as well as colecalciferol (vitamin d3) since (B)(6) 2014, doxycycline and medroxyprogesterone acetate (provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain unbearable chronic pelvic pain, worse than labor pain /chronic severe pelvic pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse/ every time severe pain during intercourse)"), back pain ("severe back pain / back pain when not menstruating / chronic severe back pain"), dysmenorrhoea ("cramping that was worse than labor pain, with and without menstruation / dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches / chronic severe headaches"), abdominal distension ("bloating when not menstruating") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping that was worse than labor pain, with and without menstruation /severe pain and cramping") and menorrhagia ("heavy menstrual bleeding of long duration"). The patient was treated with surgery (on (B)(6) 2010 she underwent bilateral salpingectomy and on (B)(6) 2014 underwent total hysterectomy), surgery (on (B)(6) 2010 she underwent bilateral salpingectomy and on (B)(6) 2014 underwent hysterectomy) and surgery (underwent hysterectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, genital haemorrhage, dysfunctional uterine bleeding and migraine outcome was unknown, the pelvic pain, abdominal pain lower, dyspareunia, back pain, menorrhagia, headache, abdominal distension and fatigue had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, device breakage, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: (B)(6) lbs. Mr- three coils were noted in the cavity bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes (B)(6) 2009: hysterosalpingogram : impression: no free spillage of contrast media from either tube. (B)(6) 2010 : surgical pathology report : diagnosis: bilateral fallopian tubes, fallopian tubes segments (two), with lumina identified. Gross description: the specimen consists of two undesignated fallopian tubes. One is arbitrarilydesignated a and measures 5.6 cm in length x 0.7 ern in diameter. The serosal surface is red-blue with multiple serosal cysts measuring 0.1 cm in greatest dimension. A coil-shaped instrument is noted within the proximal lumen of the specimen. The serosal surface is inked black. Cut surface is tan-pink and unremarkable. Fallopian tube b measures 6.7 cm in length x 0.8 cm in diameter. Serosal surface is red-pink, smooth and glistening. The serosal surface is inked blue. Sectioning is tan-pink and unremarkable. A coiling instrument is not identified. (B)(6) 2014 : surgical pathology report : gross description: the right and left fallopian tubes exhibit metal coils consistent with intrauterine device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: pelvic pain(confirming daily pelvic cramping)". Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record abnormal bleeding was confirmed as: dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 12-feb-2018: events- "abnormal bleeding (general), migraines, headaches, bloating when not menstruating, fatigue", lot number, reporter, historical condition, patient information added from pfs. Historical condition, concomitant condition, lab data, event -"dysfunctional uterine bleeding" added from medical record. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure coils, or portions of them, were present in her uterus") and device expulsion ("essure coils, or portions of them, were present in her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping that was worse than labor pain, with and without menstruation"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), menorrhagia ("heavy menstrual bleeding of long duration") and dysmenorrhoea ("cramping that was worse than labor pain, with and without menstruation"). The patient was treated with surgery (on (B)(6) 2010 she underwent bilateral salpingectomy and on (B)(6) 2014 underwent hysterectomy) and surgery (on (B)(6) 2010 she underwent bilateral salpingectomy and on (B)(6) 2014 underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage and device expulsion outcome was unknown and the pelvic pain, abdominal pain lower, dyspareunia, back pain, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.